Event description:
It was reported that the outer catheter shaft broke. There was no reported retraction difficulties. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned. Based on the condition in which the sample was returned, the investigation is confirmed for a loss in the weld bond at the proximal neck. The loss in the weld bond was likely perceived by the customer as a break in the shaft. Therefore, the investigation is unconfirmed for break. The definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.